Event description:
It was reported that immediately after insertion of a monofocal intraocular lens (iol) the patient requested that a multifocal iol be implanted instead. The patient was returned to surgery, the incision enlarged to remove the monofocal iol and a multifocal iol implanted without complication. Physician stated this was not a product complaint but patient preference.

Manufacturer narrative:
The iol has not yet been received for analysis. The device met all specifications prior to market release. This iol was removed at the patient's request to have a multifocal lens implanted and not due to a defective product. A follow-up to this report will be submitted upon receipt of the iol and completion of the analysis.